Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was fell on the ground, the screen got white and the insulin pump started alarming. The customer¿s blood glucose level was 155 mg/dl at the time of incident. Troubleshooting was performed. Customer stated that insulin pump had scratches on liquid crystal display screen and they could not read the display. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.